Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "textured to smooth implant exchange."

Event description:
Physician reported left side "textured to smooth implant exchange." Physician later reported "alcl concern." The device has been replaced. Pathological markers (cd30+ and alk-) confirming alcl have not been received. Patient symptoms and treatment have not been reported.

Event description:
Physician further reported "there was no diagnosis of alcl."

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received physician report "there was no diagnosis of alcl", allergan medical safety has determined that there is no malignancy.